Event description:
It was reported in a service report that the left siderail handle was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend left side rail release handle was damaged.